Event description:
It was reported that the patient experienced muscle stimulation. During a scheduled pulse generator change out procedure, the ventricular lead exhibited intermittent loss of capture when the lead was hooked to the psa. The lead was successfully capped and replaced.